Event description:
Customer reported that sensors are not lasting as long as they should. Customer also reported receiving calibration errors and a change sensor error. Customer stated there was recently an extreme difference between her sensor glucose and blood glucose values. Sensor glucose value was near 70 mg/dl while blood glucose value was over 200 mg/dl. Blood glucose level was 113 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Inspected 2 opened and used enlite sensors. Performed functional testing, 1 of 2 sensors failed for high readings. 1 remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.